Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported that she has been having high blood glucose level, even after changing the entire set. Customer stated she was trying to give herself a bolus and the numbers just kept scrolling. Customer took the battery out so the number would stop ramping. Customer's blood glucose was 484 mg/dl. Customer reported she keeps her device in her bra, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.